Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on october 14, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the pneumatics module. However, how or when the module became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the vitrectome did not cut. The case was completed with no harm to the patient.